Manufacturer narrative:
Voluntary medwatch MDR report #: mw5157786.

Event description:
Voluntary medwatch form received notes that the patient's right ventricular (rv) lead and insulation was broken. The physician elected to cap the rv lead. No additional adverse patient effects were reported.